Manufacturer narrative:
Remove investigation conclusions code d15 - cause not established.

Manufacturer narrative:
There were two gore® viabahn® vbx balloon expandable endoprosthesis devices (unknown lot serial numbers) used in this procedure. The devices are of the same device family or device type. It is unknown which was involved in the reportable adverse event, and therefore they are both included in this report. A. Patient information the following patient information was asked, but was not available: - initials, weight, and medications. Therefore an internally generated number was used in a1- patient identifier. Health effect - clinical code e2401 - insufficient information: used for "sensory and motor deficits" medical device problem code a26 - insufficient information: used for "stent failure" author was unable to provide any further details to aid in further investigation. No lot number information was supplied; therefore, no review of the manufacturing records could be reviewed. The device(s) were not returned and no images were provided. Therefore, direct product analysis was not possible. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: trinidad b., berman s.s., labropoulos n., et al. (2022). Acute limb arterial ischemia following iliac vein stenting in the setting of a frozen pelvis. Vascular and endovascular surgery, 56(8): 797-801. This is a case study of a 30-year-old female with a history of an intra-abdominal rhabdomyosarcoma requiring radiation to the abdomen and pelvis who presented with acute onset of left leg severe swelling and excruciating pain. 5 years prior she had a left iliofemoral endarterectomy and iliac artery angioplasty. One year earlier she presented with recurrent left lower extremity ischemic rest pain. At that time a distal left external iliac artery/proximal common femoral artery angioplasty and stenting was required. She now presents with new onset left leg severe swelling and pain. She had evidence of severe stenosis affecting the proximal left external iliac vein but no thrombi. She required a protégé gps self-expanding stent placed from the origin of the left common iliac vein all the way down to the distal external iliac vein. On post-op day 2 she began complaining of severe left leg pain, sensory loss of the foot and no longer had a palpable left femoral pulse. Cta revealed a complete occlusion of her left external iliac artery stent in the area adjacent to the recently placed balloon expandable venous stent. Angioplasty and stenting with two gore® viabahn® vbx balloon expandable endoprosthesis was performed with successful restoration of a palpable femoral pulse, although again incomplete stent expansion despite the use of non-complaint angioplasty balloons for post expansion. Her sensory and motor deficits persisted despite revascularization and fasciotomies, ultimately requiring a left trans-femoral amputation. She was eventually discharged in good condition, with minimal lower extremity pain and a well-healing amputation stump wound. Unfortunately, she required a hospital re-admission 33 days after her discharge day due to sudden onset of severe chest pain, electrocardiogram changes and elevated troponin levels. She required intubation and was ultimately diagnosed with a non-st elevation myocardial infarction. She eventually expired due to hypercarbic respiratory failure, about two and a half months after her femoro-femoral crossover revascularization procedure.